Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced high impedances on several contacts after a fall. X-rays showed possible lead migration but appeared to be unremarkable for lead fracture. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No surgery has been scheduled at this time. If surgery occurs, a supplement report will be sent.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead with a new model, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.